Manufacturer narrative:
The reason for this revision surgery was identified as pain in the patient's knee after 9 years and 10 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number: one due to pain, one due to trauma, and one for instability. This is the first complaint for this lot number. The root cause for the knee pain was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt suffered knee pain, and the surgeon decided to perform a polyethylene insert swap.